Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor failed ECG and therapy electrode recognition tests. The cause for the failure was isolated to a defective k700 component on the computer/analog board. Additionally, contamination was found on several components of the ca board. The root cause for the defective k700 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.